Event description:
A consumer reported via email that she had essure inserted on (B)(6) 2012 and that she subsequently experienced numerous events: dizziness, blacking out, heightened allergic reactions to anything containing nickel (including foods with soy, hamburgers, drinks, and most fruits and vegetables), extreme pain, sharp chronic pain, body aches (sometimes to the point where she can barely move), headaches, getting sick frequently, nausea, bowel issues, vomiting, weight gain, hair loss, dental problems, heavy and frequent periods (every 2 weeks), fever, vaginal discharge, blurred vision, uti-like burning, acne, bladder problems, painful intercourse, bleeding after intercourse, breast pain, brain fog, confusion, forgetfulness, cramping, bloating, hot flashes, heartburn, mood swings, and muscle spasms. She underwent a hysterectomy and "finally got her life back". (Note - consumer also reported to FDA via case #(B)(4).)

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 19-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1802). Consumer reported that in (B)(6) 2012, she had her baby boy. She knew at the time that her family was complete and she did not want any more kids. She told her doctor this and physician told her that there was a new device that was taking place of a tubal ligation that was nonsurgical and had very little complications. Health care professional told her the only side effects were mid discomfort after they were placed that could last a month or 2 and few people reported mid headaches, but that was it. Doctor also told her it was hundred percent effective as well so, of course as a young mother this sounds like a good option to her. Consumer informed that she did a bunch of research on and states that surprisingly for being out for 10 years she could not find much. So she took the word of her doctor and went ahead whit it. They put her under and did it as an outpatient surgery. After she woke up the doctor said everything went well and sent her home. Immediately after she started bleeding profusely and lasted for about 11 days. Every time she got her period it was a lot heavier than it used to be and for many days longer too. She also started getting severe abdominal pain to the point she would be on the floor on her hands and knees and could not move. She would try so hard not to scream and cry or moan because she did not want to scare her kids but sometimes she just could not help it. By this point she did not have insurance. She would call her doctor office and let her know and she would just tell her it could not be from essure. As time went on, consumer started getting really sick. She was pail (as reported, understood as pale), would vomit multiple times a day, was extremely fatigued, the basics of taking care of her family were incredibly difficult and she had so many symptoms and problems. She finally got online and found a social media group. She found a doctor that would listen to her. She said she had removed essure for a few other patients that had problems with it as well. Physician did a hysterectomy for her, leaving only her ovaries and found that consumer had developed andomyosis (as reported, understood as adenomyosis) from the essure and also found ovarian cysts as well. Her fallopian tube was stuck to her pelvic wall because it was so inflamed. Doctor said she has never seen anything like it before. She went in for a bladder scope shortly after the hysto (as reported, understood as hysterectomy) because her doctor found a large red spot on her bladder while doing the surgery and the doctor said her bladder had little spots all over which she said is caused by inflammation. Health care professional said that hopefully after some time, with the essure being removed, it will get better and that was exactly what happened. Consumer states that she went in a year later to have her ovarian cysts checked and they were gone. She knows all these problems came from essure and informs that she has also developed an autoimmune disease from essure. In addition, consumer reported that since essure she has had a knee scope showing she has phase 3 arthritis in her knee (also has arthritis in her hands, both knees, ankles, feet and back) and she had a sinus surgery. Consumer also reported that her doctor has never had someone with as many problems as her (she has 7 different surgeries at once). She had her tonsils removed as well because they were so inflamed she could not swallow anything. According to consumer, these are all problems that came from an autoimmune disorder which she got from essure and states that she will spend the rest of her life fighting it. Company causality comment: this spontaneous case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and experienced blacking out, extreme pain, some days to the point where she can barely move/sharp chronic pains/body aches - some days to the point where she can barely move, her fallopian tube was so inflamed, cramping / severe abdominal pain, started bleeding profusely and lasted for about 11 days (interpreted as genital bleeding) and her fallopian tube was stuck to her pelvic wall. This case is not medically confirmed. Blacking out and her fallopian tube was stuck to her pelvic wall are unlisted in the reference safety information for essure. The other events are listed. These events are considered serious due to their medical importance. Considering a positive temporal relationship and based on their nature, a causal relationship between these events and suspect insert cannot be excluded. It was reported the consumer had to have a hysterectomy to remove the coils, leaving her ovaries, so this case was regarded as incident. Additionally, other serious events (unrelated) and non-serious events were reported. According to the received ptc (product technical complaint) analysis there is no reason to suspect a quality defect of the product.